Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. No further information was provided.